Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that post procedure the computed tomography (CT) images reveled that most of the hydrogel appeared to be in the right place, however, the hydrogel seemed to be approaching to the lumen. The patient was planned for stereotactic body radiation therapy (sbrt), therefore the physician will wait for a couple of months to treated and avoid possible adverse events. The patient is on androgen deprivation therapy (adt), it was unknown if the patient had symptoms.